Manufacturer narrative:
The analysis was performed on a cobas e 801 analytical unit with a serial number of (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. Calibration and quality control data were reviewed and found to be within the expected ranges. No instrument-related issues were identified during the time of the reported event. The reported false positive result is consistent with the assay's specificity claim. Single false positive results can occur and are addressed in the product's method sheet, which recommends duplicate retesting and confirmation testing for initially reactive or borderline samples. Results are only considered positive after confirmation testing. A general reagent issue was excluded, and the reagent was confirmed to be performing as intended.

Event description:
The initial reporter alleged a possible false positive result with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit for one patient sample. On (B)(6) 2024, the elecsys anti-hcv ii assay generated a result of 53.1 coi (positive) on the cobas e 801 analytical unit. Testing of the same sample using a gold label method produced a negative result. Testing at another laboratory on the same date yielded a result of 47.1 coi (positive) with the elecsys anti-hcv ii assay on a cobas e 801 analytical unit, while testing with the abbott assay produced a result of 0.99 (negative). No original data were provided for the abbott or gold label methods. On (B)(6) 2024, polymerase chain reaction (pcr) testing of the sample produced a negative result.